Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (constant check belt messages) was confirmed. As received, the white pulse wire in the trunk cable was damaged. The cause of the constant check belt messages is the damaged white pulse wire. The root cause of the damaged white pulse wire cannot be positively identified but is likely excessive force placed on the cable. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (blank screen has been confirmed. As received, the charger was constantly resetting. The cause of the resets is excessive current on the computer/ analog (ca) board. The cause of the excessive current is shorted components u405 (integrated load switch), u407 (bluetooth module), and u1003 (pld). The root cause of the shorted components cannot be positively identified. No adverse event resulted from the damaged belt or defective charger. The patient received a replacement electrode belt and battery charger. Date of manufacture: belt, charger/modem on: 01/2013.

Event description:
A (B)(6) male a patient contacted zoll customer support to report constant check belt messages. When a patient service representative (psr) visited the patient to troubleshoot, the psr also reported that the screen on the charger was blank. The patient received a replacement electrode belt and charger/modem.